Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a coronary emergency treatment procedure was performed when the issue happened. The procedure was delayed. The procedure was completed by moving the patient to another room using another system. A philips field service engineer (fse) inspected system onsite and confirmed that geo movements were not available in the system. After reviewing log file fse found that the issue was geometry movements partly available. After troubleshooting fse found cause was the issue with the geometry tso. On 29jan2024 fse installed the new geometry tso at table side and performed software programming and functional checks. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm could not be moved. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.